Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a case of a sticky flap on one left eye that tore while trying to lift. Additional information received informed that subsequent surgery (excimer laser) was not performed and the patient was sent home.

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. During a technical onsite visit, the field service engineer (fse) performed system verification and did not confirm any malfunction. System meets specifications as per service installation record (sir). The review of logfile for the day of treatment showed all laser system functions were within specifications. During start-up of the system, the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. Logfile showed multiple successfully performed treatments. Reported treatments could be identified in the logfile. The patient interface (pi) was docked several times on the left eye because the surgeon had difficulties with suction one and two. On the first attempt, the surgeon aborted the vacuum process after reaching a valid suction one value and on the second attempt, the value for suction one was dropped. Therefore, the surgeon repeated vacuum process again. On the third attempt, the surgeon had difficulties to reach a valid suction two value and interrupted the vacuum process. On the fourth attempt, valid suction values were achieved and the treatment of the left eye was successfully completed. The treatment of the right eye was successfully completed without issue. The user operated surgery within the recommended energy settings. No technical root cause could be identified. Root cause could not be determined conclusively. However, no technical root cause could be identified. The manufacturer internal reference number is: (B)(4).